Manufacturer narrative:
Section h11: corrections made in the following section(s): (g4) follow-up 1 date in should have been 06-may-2019. (Section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
Section h10: (h1) the engineering evaluation noted that the revision reported in the experience was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of tibia tray due to loosening. No other information provided at this time.

Manufacturer narrative:
Correction: the aware date reported in supplemental report 1038671-2019-00232 follow up 2 is incorrect. The correct aware date is 19/aug/2019.